Event description:
Customer reports of discontinuing insulin pump therapy due to motor error alarm. Customer reverted to manual injections for five months. Customer was having high blood glucose with manual injections. Customer's blood glucose was 500 mg/dl. Customer wanted to resume insulin pump therapy. During troubleshooting for motor error alarm, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was disconnected from pump and did not have batteries in pump. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with no motor error alarm during testing noted and the motor passed the motor test. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump has cracked case at the display window corner, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.